Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was evaluated by zoll medical singapore. The customer's report was duplicated and attributed to multifunction cable. The multifunction cable was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for report of this type has not identified an increase in trend.